Event description:
Medtronic received information regarding an imaging system being used during a spinal procedure. It was reported that the tube and the detector were not rotating while taking a spin. The gantry itself would move as directed, and the door would open and close. The use of the imaging system and navigation were aborted, the site continued freehandedly and with another imaging system. There was no impact on patient outcome and the issue caused a less than 1 hour delay.

Manufacturer narrative:
The system was serviced in the field and failed mechanical inspection. The door was not showing as closed on the pendant. The upper door switch was found to be damaged. The door switch was replaced, the door was adjusted for smooth operation, and the failure was resolved. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000166. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.